Event description:
On (B)(6) 2012, the pt was implanted with gore excluder aaa endoprostheses to treat a contained ruptured abdominal aortic aneurysm. It was reported that the pt had coded in the operating room pre-procedure, the physician used an occlusion balloon and stabilized the pt. The gore (B)(4) were implanted successfully and the pt tolerated the procedure. Post procedure on (B)(6) 2012, it was reported the pt expired. The cause of death is unk. Admitted to the hosp initially for av graft infection.

Manufacturer narrative:
The review of the packaging paperwork verified that this lot met all pre-release specs. Add'l devices implanted and involved in this event: (B)(4).